Event description:
It has been reported by a sales rep that a doctor was using the ipk product on a very thin woman when the guide wire looped/curved in the pt's stomach and forced the dilator to perforate the back side of the stomach. It has been reported that the pt is fine. No other reports of serious injury or death has been reported. MFR has no independent knowledge of the event reported, but is relaying the info that was provided by the user facility where the incident occurred.

Manufacturer narrative:
The incident sample is not available for eval. Investigation is in-process. A supplemental report will be submitted upon receipt of add'l relevant info. Info from this incident will be included in our product complaint & MDR trend reporting systems. Ongoing analysis of trend info is used to identify the need for add'l investigations.